Event description:
During an internal review on (B)(4) 2013 for (B)(4) it was discovered that plate (B)(4) to the hcv assay had a sample well that did not pipette. Well ID: (B)(4) to donor ID: (B)(4). Upon discovery, cts contacted the customer on 08/29/13 to gain control of sample ID (B)(4) from (B)(4) 2013. Requested that customer please gain control of all products associated with this sample ID. Requested that the customer contact cts with the status of the donation and associated components. Customer has agreed to contact cts back with the information.

Manufacturer narrative:
On (B)(4) 2013, ortho clinical diagnostics (ocd) notified customers (B)(4) of an ortho verseia pipetter software issue that can occur during plate processing when the verseia pipetter performs the ¿retry¿ function to recover from a ¿no tip¿ error (hamilton error code 8). The letter stated that the previously generated results may have been impacted. Ocd customer technical services will review all available data received via e-connectivity to identify any adverse events and will inform customers of any erroneous results generated due to this issue. Any devices not e-connected, ocd will be working with customers to obtain historical data from these instrument(s). The letter also listed the following required actions; discard all results for any plate for which a plate pipette error report lists a ¿no tip¿ error after processing on the ortho verseia pipetter. Post this notification in your laboratory or with your user documentation. The FDA¿s (B)(4) on 27 august 2013 per recall number ortho verseia pipetter ¿ recall #: 2250051-08/27/2013-001-c. (B)(4).